Manufacturer narrative:
On 7/31/2020 mentor became aware that mre statement was reported incorrectly. On 7/28/2020, a manufacturing record evaluation (mre) was performed for the finished device number 7301263, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(6). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient underwent breast augmentation primary with mentor memorygel breast implant 480cc and experienced breast pain on the left side and capsular contracture baker grade IV on her right breast and breast asymmetry. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant. This report contains supplemental information for mentor psr reference number (B)(4).